Manufacturer narrative:
RMA was initially authorized, however, later was cancelled as the user could not be reached despite of several attempts. No further investigation was possible. No resolution was possible as the user was not reachable despite several attempts were made by customer care.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.